Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign, regulatory/competent auth ority) regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that an incorrect amount of drug was removed during the pump emptying/refilling process.  As a precaution, the patient was admitted to the hospital with morphine overdose.  Factors that may have led or contributed to the issue were unknown.  It was unknown if the issue was resolved as of (B)(6) 2026.  No surgical intervention was planned.  The pump remained implanted and in-service.